Manufacturer narrative:
Batch review performed on 12 september 2018; lot 166427: (B)(4) items manufactured and released on 15 february 2017 expiration date: 2022-02-05; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs (B)(4) on 11 september 2018; stem subsidence in cementless thr following traumatic fracture. The subsidence should be regarded as a consequence of the trauma. No malfunctioning device can be identified.

Event description:
About 6th months after primary, the surgeon revised the patient for stem subsidence. The surgeon revised successfully head and stem.